Event description:
A registered nurse (rn) contacted (B)(6) customer service to report that the patient had an allergic reaction to the adhesive on 16-0044-0 island dressings. Allergy reported in eps, very sensitive skin. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".